Event description:
It was reported that the pump screen was frozen and unresponsive, preventing the customer from interacting with it. There was no adverse impact to the customer¿s blood glucose level. The customer attempted a pump reset but was still unable to use the screen. As a backup, the customer planned to use multiple daily injections to ensure continuous insulin delivery. Technical support provided instructions for storage mode and arranged for the customer to return the malfunctioning pump using a pre-paid label.